Manufacturer narrative:
It was indicated that there was no patient involved. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the power module had a cracked housing at the patient cable connection port. The unit was sent in for repair.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a ¿cracked housing¿ was confirmed with the returned power module (serial # (B)(6) ). Visual inspection revealed fractures on the housing near the patient cable connector. Also, fractures on the housing were observed on one of the corners and near the ac connector. While the damage appears to be a result of a sudden impact, a root cause that attributed to the damage could not be determined during the evaluation. The unit was repaired. Performed preventive maintenance and full functional checkout, which the unit passed all testing. The power module was returned to the customer site. Device history record indicated the device was manufactured in accordance to manufacturing and quality assurance specifications. Power module (serial # (B)(6) ) was shipped to the customer on 24jan2012. Power module instructions for use (IFU) covers all alarms (visual and audible) on the power module and what actions should be performed when they do occur. Heartmate ii IFU and heartmate 3 IFU has details on the proper use of the power module. If the power module does not function properly, contact the company's technical service department for assistance. Under ¿powering the system¿, a warning description relating to the power module backup battery ¿ensure that the backup battery is connected prior to initial use and after the power module is shipped for service or maintenance. The power module contains an internal backup battery that provides approximately 30 minutes of backup power to the system during a power emergency. The power module ships with the backup battery disconnected. The battery must be connected prior to initial use. If the power module backup battery is not connected, the backup power source does not work.¿. No further information was provided. The manufacturer is closing the file on this event.